Manufacturer narrative:
The insulin pump passed the rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose over 530 mg/dl. Customer¿s blood glucose level at the time of the incident was 270 mg/dl, current blood glucose is 538 mg/dl. The customer did experienced the symptoms such as nausea and dizziness. The customer treated with the insulin pump and manual injection. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer reported that there were air bubble about an inch was present close to the tubing where tubing connect to the customer. The troubleshooting was performed for air bubbles and customer states insulin exited. The device will be returned for analysis.